Manufacturer narrative:
Device is not available for evaluation. Cannot draw any conclusion at this time.

Event description:
The end user was going up a ramp at his home when the seat became disengaged causing the end user to fall into a wooden porch railing. The end user sustained pain in the neck, back, head, shoulders, left arm and left leg.